Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested for crea plus creatinine plus (crea+) on a modular analytics p-module (p800). Patient 1 initial creat+ was 481 ¿mol/l with a repeat result of 110 ¿mol/l. Patient 2 initial creat+ was 1442 ¿mol/l with a repeat result of 45 ¿mol/l. Only for patient 1 was the initial creat+ reported outside of the laboratory. There was no allegation of an adverse event. The creatinine plus reagent lot was 28124601 with an expiration date that was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist found the root cause. The detergent line tubing was blocked causing the cell wash solution to not be dispensed correctly. He replace the affected tubing. He also found the reaction disk position to be incorrect. He replaced the reaction disk home position sensor. Qc was run with acceptable results.